Event description:
It was reported that the patient was admitted to the hospital feeling lightheaded and dizzy. Intermittent oversensing was noted on the ventricular lead. The oversensing was not able to be reproduced with provocative maneuvers. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45 lead, implanted (B)(6) 1999. (B)(4).